Event description:
Patient reported they have gum recession since they started using the aligners. The recession is red and painful.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.